Event description:
A surgeon reported that a patient had endophthalmitis in his left eye four days after a cataract surgery. The intraocular lens (iol) was explanted and the patient was hospitalised from (B)(6) 2014. Symptoms were not resolved and therapy was ongoing. Additional info has been requested, but not received to date. This is one of two medical device reports associated being filed for this event. This report is for the iol product.

Manufacturer narrative:
There was no sample returned for evaluation. Results from the product and batch history record review indicated the product met release criteria. The customer indicated the use of a viscoelastic which is not approved for use with the associated lens model. The root cause for the reported complaint could not be determined. Additional info has been requested, but not received to date. (B)(4).